Event description:
Adverse event: overcorrection. A surgeon reports that one pt has approx 1.0 diopter of astigmatism preoperatively. Following surgery,the astigmatism remained the same, but the axis had flipped. The surgeon stated since the pt is in the early healing stage, the astigmatism is likely to regress and he feels the pt is not harmed or injured as the bcva remained the same postoperatively as preoperatively, 20/15. The surgeon also noted that after the 1 week postoperative visit, the pt left for hong kong and as of yet, has not returned. No further info is available at this time.

Manufacturer narrative:
Determination of root cause: assessment: log file review indicates the laser system was performing within product specs during the time of this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristic and preoperative pt selection were reviewed. The pt presented with a non contributory medical or ocular history. The uncorrected visual acuity (ucva) was 20/400, the manifest refraction (mr) was -1.50-1.75x173, the best corrected visual acuity (bcva) was 20/15, and on (B) (6) 2009 underwent myopia with astigmatism lasik with a treatment plan of -2.25-1.50x173. The postoperative info was limited to a one day and a one week visit, where the ucva was 20/25, and the mr and bcva were +1.00-1.00x080, 20/15. At this time, the pt had not returned for additional postoperative visits and the surgeon has indicated the pt has not been harmed or injured by the reported event that "would resolve during the healing process." This complaint was reported as an overcorrection; however, based on the limited info provided, it is more appropriately classified as induced astigmatism. Induced astigmatism refers to the presence of post-operative astigmatism greater than the amount present pre-operatively or now present in the opposite axis. The severity of the induced astigmatism is determined by the magnitude as reported in the investigation and in this case it was determined to be moderate. In this case the post operative info was limited to a one day and a one week visit, therefore, the postoperative refractive state did not have time to stabilize, possibly providing an inaccurate measurement of the residual refractive error (1) (2). According to literature the usual period for healing and stabilization after refractive surgery is one to three months (3) (4). Nonetheless, after reviewing the limited clinical info provided, the following was also observed. There was a difference of 0.75d between the treatment plan and the actual preoperative mr that may have contributed to the apparent 1.0d over correction reported post operatively. References: regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, vol 105:7, july 1998. Prk vs lasik for myopia, hersh et al, ophthalmology, vol 105:8, aug 1998. Aao.org, refractive laser sx: an indepth look at lasik, a science writers guide, may 2008. Contribution of the corneal epithelium to anterior corneal topography in pts having myopic prk, gatineal et al, j cat ref surg 2007. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the overcorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).